Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the reporter stated that there was leakage at both ends of the extension and when flushed, no force was used when flushing. The status of the product at the time of event was noted after attaching to the peripheral intravenous (piv) hub. No medication was leaded out. The serum leaking from piv and end of extension on patient, healthcare worker had gloves on, made no contact with patient serum from leakage. The new extension was placed with different lot number. No chemo spill and no spill kit were used. There was patient involvement, no adverse events, and no delay in therapy.

Manufacturer narrative:
Received one used list #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #14134939 as received, there was a visible crack on the female luer connected to a microclave. The reported complaint of a leak could be confirmed. The returned sample had a crack on the female luer and a leak was observed at the cracked location. The connected microclave was tested for iso standards and was within the standard. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in concomitant products, e1, e4.